Manufacturer narrative:
Other contact phone number: (B)(6) due to characterization limit e1: event site name: (B)(6). Justin rn called into emergency support program line to report a gas loss alarm on a cardiosave intra-aortic balloon pump(iabp) cardiosave. He states the patient has recently arrived at his hospital from an outside facility with an arrow 30cc iab indwelling in the lfa. He states the patient is ventilated on a peep setting of 5. When the gas loss alarm occurred justin and his colleagues checked for visible signs of blood and verified helium tubing connections are secure. He states he was unsure what to do so they changed out the pump to a cs300 and the alarm occurred one more time on the cs300. Esp team reviewed troubleshooting steps with justin in detail. Esp team also reviewed clinical reasons a gas loss alarm would occur. There was no patient harm or injury reported.

Event description:
Justin rn called into emergency support program line to report a gas loss alarm on a cardiosave intra-aortic balloon pump(iabp). He states the patient has recently arrived at his hospital from an outside facility with an arrow 30cc iab indwelling in the lfa. He states the patient is ventilated on a peep setting of 5. When the gas loss alarm occurred justin and his colleagues checked for visible signs of blood and verified helium tubing connections are secure. He states he was unsure what to do so they changed out the pump to a cs300 and the alarm occurred one more time on the cs300. Esp team reviewed troubleshooting steps with justin in detail. Esp team also reviewed clinical reasons a gas loss alarm would occur. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation type, component code).